Event description:
Boston scientific crm received information that the latitude system detected an alert from this left ventricular (lv) lead due to one high, out of range impedance measurement. It was noted that impedances were normal up until that time, and normal measurements were noted again after. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.